Event description:
Event description guidant received information that this pacemaker depleted more rapidly and reached end of life (eol) earlier than the physician had expected. Based on the battery status indicator and battery capacity measurement at the last check-up, the physician was expecting to see a battery status of elective replacement time (ert) rather than eol. This device is part of the 2nd population of the hermetic sealing advisory.